Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black particle inside the homechoice cassette. The cassette was completely sealed. This was identified during setup of the device for peritoneal dialysis therapy. The cassette was not used and was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.